Manufacturer narrative:
Reporting address & institution phone #: (B)(6).

Event description:
The customer called technical support (ts) reporting that the device has an error code 1104 "backup alarm failed" message. The unit kept operating when the alarm occurred. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was neither delay in therapy nor medical intervention reported other than the ventilator swap by the dealer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and could not duplicate the reported problem. As the record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the cpu board was replaced to prevent recurrence. A full performance verification has been performed and the device passed all tests successfully.

Manufacturer narrative:
The cpu pcba was returned for failure analysis. Previous investigations have shown that ls1s built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound.